Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device will not turn on. There was no reported patient involvement.

Manufacturer narrative:
A supplemental report for failure analysis info: one power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the power pca. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
The reported problem could not be verified or duplicated during lab tests. No fault was found with this battery board. Philips cannot rule out a malfunction of the battery pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.